Event description:
It was reported that during a knee joint surgery the device broke during the introduction for the beginning of the screwing inside the patient. All broken parts were retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device from another manufacturer. It was not necessary to switch the surgical technique. According to the incoming information a second surgery was required. Update 12-apr-2022: it was confirmed that no second surgery was required.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. Upon visual inspection, it was noted that only a portion of the device was returned and the threads were damaged. Dimensional requirements could not be measured due to the damage of the device. The method used to prepare the bone during the procedure, as well as the bone quality encountered, were not recorded. The cause remains undetermined, however, probable cause can be attributed to prying/leveraging the screw during insertion and/or improper bone preparation. Functional testing cannot be completed due to the damaged state of the device.